Manufacturer narrative:
No further information was provided.

Event description:
It was reported through the research abstract ¿euromacs right heart failure score in patients after off-pump left ventricular assist device implantation¿ that the heartmate 3 is related to right heart failure (rhf). This was a retrospective study which evaluated euromacs rhf score in patients implanted with heartmate 3 between 2011 and 2019. A total of 31 hm3 patients were evaluated for low, moderate and severe rhf. The study compared the predicted scores with the post implant right ventricular failure (rvf) scores. The study found that: rhf pre-implant was predicted as low in 57%, moderate in 27% and severe in 10%; the actual rhf was low in 76%, moderate in 22% and severe in 2%. Specific patient information and device serial numbers are unknown. Devices were implanted at the time of the event. Date of the event is approximate as this was a cohort study and the data were collected between 2011 and 2019. Author: b. Shukrallah, et al. Journal of heart and lung transplantation, volume: 39, issue: 4, pages: s339. Doi: 10.1016/j.healun.2020.01.375 cardiac surgery, minneapolis heart institute, minneapolis, mn.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvads and the reported right heart failure could not be determined through this evaluation. A research article was received, which reported the following information. Many patients who are implanted with a left ventricular assist device experience right heart failure (rhf). The aim of this study is to evaluate the accuracy of the euromacs right-sided heart failure risk score after off-pump lvad implant. Data was obtained through a retrospective analysis of 82 patients who underwent oplvadi implant from 2011 to 2019. Of the 82 patients, 31 were implanted with a heartmate 3 lvas. For this study they compared the predicted right ventricular failure (rvf) score generated from the euromacs scoring system to the actual post implant rvf rate. The study found that the euromacs rhf score was low in 57% of patients, moderate in 27% of patients, and severe in 10% of patients. The actual rhf was mild in 76% of patients, moderate in 22% of patients and severe in 2% of patients. It concluded that the euromacs rhf risk score underestimated the prevalence of mild rhf and overestimates both moderate and severe rhf. The study does state that larger studies are needed to better understand the factors associated with rhf and the patient population. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing this event.